Manufacturer narrative:
The attachment device was received for evaluation. The attachment device was tested and the reported condition was duplicated and confirmed. Evidence indicated this was due to usage wear over time. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA regarding an attachment device in which, during routine inspection, it was observed that the device was "overheating and getting warm to the touch". The device was not used in surgery. No injuries or medical intervention were reported. No additional information was available.